Event description:
Voluntary medwatch form received notes that there was high pacing impedance and oversensing noise resulting in pacing inhibition on this lead. The physician elected to extract this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5166474.